Manufacturer narrative:
The incident will be investigated.

Event description:
During a phaco-surgery an error message was encountered that the system could not charge the foot pedal. The surgeon connected the foot switch to the eva unit with the cable, but the same error message remained on the screen. After that the eva unit was re-started, but after this restart the eva unit was not able to detect the foot pedal. The surgeon stopped the surgery and sent the patient to another hospital to finish the surgery.

Event description:
During a phaco-surgery an error message was encountered that the system could not charge the foot pedal. The surgeon connected the foot switch to the eva unit with the cable, but the same error message remained on the screen. After that the eva unit was re-started, but after this restart the eva unit was not able to detect the foot pedal. The surgeon stopped the surgery and sent the patient to another hospital to finish the surgery.

Manufacturer narrative:
With regards to this event a rf plate and logfiles were returned for investigation. Review of the logfiles confirmed the occurrence of the reported error messages. Investigation of the returned item determined a defective fuse on the rf plate. Due to the defective fuse, the power source to the main pedal was cut off. This triggered the eva surgical system to generate the error message on the screen. A DHR did not reveal any anomalies and indicated that the product was released according to release specifications. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint prior to the reported event. Furthermore, no repeat issues were reported after the rf plate was replaced with a new one. Based upon the available information it was concluded that the root cause of this event is related to a random component failure of the rf plate fuse. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. As a preventive action to improve the rf-print reliability a design change was implemented in 2017. However, the item subject to this event was manufactured prior to this date.